Manufacturer narrative:
Philips service replaced the mpdu f1 fuse and restored the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to start; mpdu f1 fuse replaced on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.